Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(6), product type recharger. (B)(4).

Event description:
The patient reported that there was pain/aching in the leg when stimulation was turned on. There had been a recent medical test or electromagnetic interference (emi) environmental exposure; the patient recently had a knee replacement and ever since she had been having these symptoms in the same leg as the replaced knee. The patient had stimulation turned off at the time of the call. An appointment with the managing healthcare provider (hcp) was noted for (B)(6) 2015. Relevant medical history included non-malignant pain. Follow-up was performed to determine if the patient had required any further assistance, if a cause had been determined, and if any intervention had been required to resolve the issue. This event will be updated if additional information is received.